Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Visual summary analysis of the lead was performed, and no anomalies were found. Concomitant medical products: 305c23 tissue valve, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to a systemic infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.